Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced two infusion set fell off events during use on 17-jun-2024 and 19-jun-2024. The infusion sets had been used for 2 day. The blood glucose level was 190 mg/dl at the time of events. The patient replaced infusion sets and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 2